Event description:
Tip of driver broke off while the surgeon was removing a screw. No patient harm. Another set was opened and used to finish the procedure. Manufacturer response for surgical screw driver, (brand not provided) (per site reporter). Rep picked up to return back for investigation, and replaced at no charge.